Event description:
It was reported that the distal and then proximal lesions were dilated at 12 atm with the voyager. A stent was implented and after angiography the voyager was used again to post-dilate. The balloon was inflated without incident; however, a drop of the pressure on the manometer of the indeflator was observed. An attempt was made to increase the pressure and on fluoro the balloon appeared to be swollen. Several attempts of inflation and deflation with the same indflator, and with a normal syringe, could not deflate the balloon. An attempt to manualyy remove the balloon still inflated, also failed. After further attempts, the balloon still inflated, also failed. After further attempts, the balloon partially deflated and it was enough to remove it in the guiding catheter, although with a lot of friction. During these maneuvers the pt maintained good homodynamic stability, but reported angina pain, showing modifications of the section st in the anterior part. The procedure was completed with another company's balloon. Outside of the pt, the balloon was inflated with a solution and the solution was coming out of the shaft, near the proximal lumen. Without inflation of the balloon. No additional information was available.